Event description:
An emergency room patient presented with multiple symptoms which are documented in the attachment to this form. The patient's initial troponin t result was 0.106 ng/ml (accompanied by a data flag). This result was reported to the physician. The patient had on-going cardiology work-ups. The physician proceeded to start her on aspirin and intravenous nitroglycerin. She was transferred to another facility based on the elevated troponin t result. Detailed information regarding her care is documented in the attachment to this form. The original sample, repeated twice on the same analyzer, gave <0.010 ng/ml (accompanied by a data flag) both times. The patient was discharged in satisfactory condition on (B)(6) 2010. No adverse events were reported in association with this issue. The customer discovered a hole in the pinch tubing. She replaced the tubing successfully which resolved the issue.